Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame at the distal section and the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. When the actuator was rotated to deploy the valve, the end cap separated without resistance noted. Both end cap clips were broken and there appeared to be damage to the end of the clips. When the end cap was reconnected, the clip damage could be seen from outside of the end cap on both sides and appear to have come from an external force. The actuator was retracted, and the tip retract was advanced to deploy the valve. The valve deployed as expected with no resistance noted. The inner member shaft and spindle hub appeared intact with no evidence of damage. Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. A fluoroscopy valve load inspection was not provided; thus, it is not possible to validate a good load. The media file shows that while attempting to deploy the valve on the sterile field, the capsule did not retract, and a separation of the end cap and the delivery catheter system was observed. The exact part of the separation is not listed in the instructions for use (IFU). An ¿end cap separation¿ may occur when there is significant amount of tension buildup with the catheter delivery system. In this case, not enough information was provided to determine the cause thus this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was advanced and positioned at the annular level. During attempted deployment, it was noted the deployment knob was turning as usual, however, the capsule did not respond at all when the knob was turned. The only movement from the dcs was the end cap opening. The dcs was re-positioned to the descending aorta, and the end cap was pushed back in. The end cap tabs were only pressed after the procedure because it was opening itself on its own. The knob was not fully opened and the valve was able to be recaptured. A second deployment attempt was started, however, the same issue occurred again. Therefore, a decision was made to withdraw and replace the system. The reason to use the end cap device was to be able to close the capsule and remove the device from the patient. After withdrawing the system, it was noted that the dcs was difficult to fully close in the loading tray. Several clicks were needed in order to remove the gap between the no secone and capsule. The replacement valve was successfully implanted. No adverse patient effects were reported.